Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the patient underwent a pelvic angiogram with external iliac stent procedure. During the procedure, femoral access was obtained using the micro puncture set. Once wire access was attained, the physician went to remove the sheath. The proximal hub of the sheath came off; leaving the introducer still in the patient. The physician was still holding onto the sheath and was able to remove it from the patient. As access had been attained, the procedure continued as planned.